Manufacturer narrative:
H6: previous code fdc d16 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medical safety has assessed the event in which was reported that during a thyroidectomy the emg tube ¿was kinked many times¿ and had to be ¿immediately adjusted manually to remove¿ the kinks, which did not cause harm to the patient. This event and its severity are known and labeled and IFU states the following: failure to use a bite block may result in patient injury or damage to the tube. The use of a bite block is essential during transcranial motor evoked potentials (tcmep) procedures. To avoid disrupted air supply, confirm, monitor, and maintain anesthesia gas delivery systems and connections at all times. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during transoral endoscopic thyroidectomy procedure, the emg tube was kinked many times. Tube was compressed by the user 's manipulation and instrumentation. User felt emg tube was soft and flexible. Air was used to inflate the cuff. When pulling, the assistant's arm might press against the endotracheal tube. Since there was no steel wire inside the tube, the endotracheal tube would be flattened and the air inlet and outlet efficiency would be reduced. The tube was immediately adjusted manually to remove kink, which did not cause harm to the patient.